Event description:
It was reported that prior to starting a da vinci s surgical procedure, the cables at the end of the mega needle driver instrument were frayed. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip cable is frayed at the distal idler pulley. The frayed strands stick out at the wrist. The other cables at the wrist are not damaged. Engineering evaluation also found that one grip cable is derailed. The same grip close cable is derailed at the distal idler pulley. The grips still open and close; however, the movement may not be precise. Engineering concluded that the cable derailment likely occurred due to the cable losing contact with the pulley during wrist articulation.